Event description:
It was reported that the right ventricular [rv] lead was oversensing, had short v-v intervals and noise was present. It was also reported that the impedance measurements were varying, high and had spiked. Additionally, a patient alert was triggered. The rv lead detections were programmed off and the patient was fitted with a life vest until the replacement procedure was performed. During the rv lead change-out, the pace/sense portion of the lead was capped and the high voltage portion was left in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was further reported that the rv lead was capped and replaced.

Event description:
It was further reported that an alert triggered for high impedance on the superior vena cava (svc) coil. It was also noted that the svc and right ventricular defibrillation coils had fluctuating impedance. Fracture was suspected. The lead remains in use with continued monitoring.

Manufacturer narrative:
This device was included in that field action.  Based on the information received and without the return of the product, it could not determine this device performed as described in the field action.